Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced pocket infection. It was also mentioned that the physician suspected a fracture due to impedance issues and a bend observed during x-ray examination. The physician performed a system explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead body was bent at approximately 137 and 165 millimeters from the terminal end. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 165 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced pocket infection. It was also mentioned that the physician suspected a fracture due to impedance issues and a bend observed during x-ray examination. The physician performed a system explant. No additional adverse patient effects were reported.